Event description:
It was reported that the medfusion pump produced a plunger error. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger case seal popped out. Check syringe plunger sensor found in the event history log. During functional the reported problem duplicated during power up process. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced the left plunger case and performed preventative maintenance and all functional testing. Additional information d10, h3 and h6., corrected data: corrections d1